Manufacturer narrative:
(B)(4).

Event description:
Additional information was received reporting the lens was exchanged because the patient could not adapt to the lens.

Manufacturer narrative:
The lens was returned inside a self-sealing pouch. Solution was dried on the lens. The optic is torn/cut into two portions. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the complaint of 'lens explanted, nasal dislocation' cannot be determined. The product was damaged. This damage is similar in appearance to handling related damaged. The lens was torn/cut typical in appearance to an insertion and removal. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information in the file indicated that the product was received with note: "explanted due to patient couldn't adapt to lens, surgery went well, another kind of lens implanted". Clarification of these details have not been provided. The replacement lens model and diopter were also not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported an intraocular lens (iol) was exchanged due to nasal dislocation. Additional information was requested.